Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had pain at the implantable pulse generator site since implant procedure and pain has gotten progressively worse. Patient did experience a recent fall/trauma. Device was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.